Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, air bubbles in the red line was observed, which is known to cause this alarm. The cause of the air bubbles could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. This occurred during priming for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the alarm. During troubleshooting, air bubbles were observed in the red line. Renal therapy services (rts) assisted with ending the session. The patient would start over with new supplies. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.